Manufacturer narrative:
Insulin pump trace download analysis confirmed the insulin pump alarmed power error, power loss alarm, replace battery alert and replace battery now alarm. The power management tool confirmed power error, power loss alarm, replace battery alert and replace battery now alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had issues with the insulin pump's battery life. The insulin pump alarmed a power error detected. Troubleshooting was performed. Customer's blood glucose value was 237 mg/dl at the time of the incident. They were given a series of steps to perform after the call ends to resolve the issue. It was noted that the customer called back. They had another power loss alarm on the insulin pump. The customer also reported the power error detected recurred. The alarm recurred within a week of troubleshooting the previous occurrence, the customer will return the device for analysis.